Manufacturer narrative:
No product will be returned. No investigation was performed. The root cause of the customer's experience was not identified.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that a primary set IV line spontaneously disconnected at the distal end luer connection to a non-carefusion needleless valve. The nurse temporarily paused this maintenance fluid (d5+1/2ns) infusion while obtaining a new IV bag and tubing. There was no patient harm reported.